Event description:
The user facility reported that at the completion of a patient procedure the surgical table began to move without being commanded to do so. When hospital personnel attempted to level the table it moved into the reflex position. No injury was reported to either the patient or the hospital staff.

Manufacturer narrative:
A steris service technician inspected the table and was unable to duplicate the reported event. The technician articulated all table movements and functions and found the table to be fully operational. The table was put out of service and isolated for two weeks, during which the technician inspected it periodically and was unable to duplicate the reported incident. The surgical table is not under steris service contract and is currently maintained and serviced by a third party. The table has since been put back into service and no further issues have been reported with the equipment. Steris will offer an in-service for hospital staff on the proper operation of this table.